Event description:
Patient was dispensed #15 primaxin 500mg in 100ml normal saline in the eclipse 100ml/200/hr devices on (B)(6) 2015. Patient returned 4 doses during the course of treatment as he tried to infuse the doses of medication and the eclipse did not fully deflate. Patient states he was hooked up to the medication with the clamp open for over 2-3 hours and when he disconnected, there was not any medication of dripping from the end but there was still medication left in the elastomeric device. Date of event: between (B)(6) 2015 . Patient did not give specific dates and time of defective doses but would have been during the span of (B)(6) 2015. Patient stated that he would try to infuse the medication and would disconnect after 2-3 hours if it did not fully deflate.